Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that a pediatric patient was using an adult receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed. A manual sound drop test was performed on the receiver and it passed. The complaint of no audio output could not be confirmed. The root cause could not be determined post investigation.